Manufacturer narrative:
G4: 26sept2019, b4: 27sept2019. The field service engineer performed troubleshooting and didn't find any issue of high pressure alarm. The field service engineer suspected it could be settings issue. Performed extended self-test / short self-test (est and sst) which the unit passed successfully. System was working fine on patient and lung tests. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/07/2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported high pressure alarm. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.